Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer adjusted the position sensor and verified proper operation using the hardware testing application. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was difficulty closing the drawer; although it could currently be closed, it was not being reopened due to concern it would be harder to close again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.